Event description:
Country of complaint: (B)(6). Closing nephrostomy. Description of the incident. Passing the first item and its busting pulling. This happens during field work.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site.